Event description:
It was reported, after the physician deployed the angio-seal, hemostasis did not occur. Two hours of compression was applied and bleeding continued. The patient underwent surgery to achieve hemostasis. The patient received a blood transfusion.

Manufacturer narrative:
One each of the following 6f angio-seal sts plus components was received for evaluation: suture with attached collagen and anchor. No other components were returned. The suture was 1.26" in length (proximal end of suture to proximal end of knot). The collagen had ben tamped down and was partially wrapped around the anchor. The knot was tightly secured against the collagen. The strands on the suture proximal end were tight and even, consistent with cutting. No anomalies were noted in the suture, collagen, anchor, or knot. Review of the device history record was not possible because the lot number was not available. The angio-seal device instruction for use (IFU) stat that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.